Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The pump was returned for evaluation. Visual inspection of the returned product revealed significant sidearm yellow luer damage. No other abnormalities were found. The clinical report was reviewed finding that sodium bicarbonate was being used as the purge solution. Therefore, it was determined that the cause of the purge leak was sidearm yellow luer damage due to the use of sodium bicarbonate. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 49 year old female was implanted with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that there was a break in the yellow luer/sidearm. A purge bypass was performed. There was no patient harm reported.